Manufacturer narrative:
Event date is approximate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had called to verify their MRI eligibility and patient services reviewed this information with the patient. When the patient was going to connect to the implant with their communicator, the patient reported they would get a "vibration down low" (stimulation sensation in the bicycle seat area) for a very short time and then it would go away. The patient stated that it had been happening for as long as they could remember with this implant. The patient stated they otherwise did not feel the stimulation. Patient services asked the patient if they were getting a 50% or greater reduction in their symptoms and the patient replied "yes," but mentioned that when they were first implanted they were "kind of getting used to it," and then a serious event involving a family member occurred so they "let it go" for awhile and it wasn't "working right"/helping their symptoms. The patient stated they then met with a manufacturer representative (rep) in the fall and the rep told them the main issue that was occurring was that the patient hadn't been turning the stimulation up high enough initially. The patient stated the rep helped the patient increase the stimulation, gave the patient some "tricks" for better results. After checking their eligibility and tapping "deactivate MRI mode," the patient stated they did not get the prompt asking them if they wanted to turn their stimulation back on, that the stimulation just turned back on. Patient services could not tell if the patient just quickly tapped through it or if the prompt had not occurred. The patient's reason for call was addressed and the patient was satisfied so no further actions were going to be taken after this call. The patient's relevant medical history included the patient mentioned that they had anxiety about their MRI and was nervous about placing their implant in MRI mode.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of them not feeling stimulation was due to user setting too low. They went to the manufacturing representative who helped them to resolve the issue.